Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, , rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly and over delivery anomaly due to buttons not responding. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl at the time of incident and the current blood glucose level was 169 mg/dl. The customer treated with food for low blood glucose. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.